Event description:
The olympus representative reported on behalf of the customer, the forceps elevator wire on the evis exera duodenovideoscope was cut at the distal end and the connecting tube had wrinkles. The issue was found during reprocessing. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material, the forceps elevator wire was cut with a bent part, and the nozzle was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the forceps elevator had foreign material, the forceps elevator wire was cut with a bent part, and the nozzle was clogged due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of the forceps elevator wire was cut at the distal end was not confirmed. The issue of the connecting tube had wrinkles was confirmed. The connecting tube had a buckling and peeling coating. The water removal ability did not meet the standard value. Due to deformation of the up/down/right/left knobs, water tightness was lost. The adhesive on the bending section cover was detached. The bending section cover was cut. The universal cord had peeling coating peeling. Due to wear of the angle wire, the play of the up/down/right/left knobs was out of the standard value. Due to wear of the angle wire, bending angle in down/right direction did not meet the standard value. The plastic distal end cover was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the reporter. No patient was involved and there was no reported impact due to the reported event. The customer was trained on cleaning, disinfection and sterilization steps and performed reprocessing at the time of the pick-up of the device. However, with reconfirmation on the fact that issue of elevator wire cut off was found during reprocessing, the brushing on forceps elevator was not done, possibly resulting in presence of foreign material. The foreign material was not identifiable. The possibility of use of device with foreign material present on it, could not be denied.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the reporter and an update to the device evaluation. See updated sections b3, b5, e1, e2, e3, g2, and h10. The device was returned to an olympus service center for evaluation and the reported issue of the forceps elevator wire was cut at the distal end was confirmed. The issue of the connecting tube had wrinkles was confirmed. The connecting tube had a buckling and peeling coating. The water removal ability did not meet the standard value. Due to deformation of the up/down/right/left knobs, water tightness was lost. The adhesive on the bending section cover was detached. The bending section cover was cut. The universal cord had peeling coating peeling. Due to wear of the angle wire, the play of the up/down/right/left knobs was out of the standard value. Due to wear of the angle wire, bending angle in down/right direction did not meet the standard value. The previous reported malfunctions: forceps elevator had foreign material, the clogging of the nozzle, and the dirty plastic distal end cover were not confirmed. The issue of elevator wire cut off was found during reprocessing. The brushing on the forceps elevator was not performed. The device was returned to olympus incompletely reprocessed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. IFU (operation manual) inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿u¿ direction. Confirm that the lever can be operated smoothly, and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿u¿ direction. Confirm that the lever can be operated smoothly, and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. The event can be detected by following the instructions for use (IFU) which state: cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. Preparation and inspection - attaching the distal cover olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h10 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.